Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The perclose proglide (part 12673-03, lot# unk), is being filed under a separate medwatch MFR number. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned with the device. There was no needle strike mark on the foot. There was no abnormal observation found on the returned device that could have contributed to the reported complaint. A conclusive cause could not be determined due to the condition of the returned device and the missing parts. A proxy plunger was inserted and the needle trajectory was acceptable. Also, the needle trajectory of every device is checked twice during manufacturing. The most probable root cause for the cuff miss is needle deflection during plunger deployment due to patient anatomy or a failure to maintain a stable position of the device during needle deployment. There were no manufacturing or quality issues detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred, a second proglide was used with the same results. Another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.